Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (segments missing) issue. The distributor alleged that parts of the display screen text was missing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/30/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 03/18/2015 with the following findings: during testing, the display text was found to be discolored. Unrelated to the complaint, evaluation revealed that the contrast keypad button was intermittently unresponsive, which has no effect on insulin delivery function. The keypad was intact; no damage was observed. The keypad cover was removed and contamination was found under all key contacts. Also unrelated to the complaint, evaluation revealed that the battery compartment was cracked above and below the bumper pad. The complaint that parts of the display screen text was missing was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).